Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt has experienced a fall and since has increased pain in her hip. An x-ray showed no break or fracture of the hip. The pt stated her stimulation is providing coverage in the desired areas. The physician has put the pt on vancomycin for infection prophylaxis as he feels the battery incision site is not healing as quickly as he anticipates. The pt is working with her physician to determine the next course of action to resolve the issues.